Manufacturer narrative:
The reported events of high capture threshold and lead dislodgment were not confirmed. The lead was returned in one piece for analysis. The lead was returned with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection found the inner coil overtorqued at the connector region consistent with procedure damage. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length measured within specification. Visual inspection of the lead also found no anomalies.

Event description:
It was reported that the patient presented with high capture threshold on their right ventricular (rv) lead. Furthermore, micro-dislodgement was suspected on the lead. Therefore, the physician elected to explant and replace the rv lead on (B)(6) 2021. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.